Event description:
It was reported that the customer was hospitalized for low blood glucose. Customer's blood glucose was reported 185 mg/dl, 208 mg/dl and 117 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.